Manufacturer narrative:
A ge service representative performed an over the phone evaluation. The service representative had the customer reboot the system. The customer reported that the system was working as intended and put back in service.

Event description:
The customer reported that the system displayed the image poorly on the monitor. No patient injury was reported.